Manufacturer narrative:
Device received with intermittent up button response due to corroded keypad traces. No button error alarm during testing. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has button error alarm. It was also mentioned that the menu continues to scroll when amount of insulin is inputted. Blood glucose level was 249 mg/dl at the time of the incident. No further details were provided. The insulin pump will be returned for analysis.